Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before use for a procedure in an unspecified vessel, it was noted that the stent of a 3.5x28 rx xience prime drug-eluting stent delivery system was not crimped onto the balloon correctly. The xience prime was not used in the patient, and another 3.5x28 rx xience prime was used to complete the procedure. There was no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent implant was dislodged from the tightly folded balloon and was returned undamaged inside the yellow protective sheath. Reportedly, the stent was observed to not be crimped onto the balloon correctly and that the stent was seen to be on the tip end of the balloon not in the correct position. Analysis noted there were crimp marks on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Dimensional analysis found the stent implant outer diameters and inner diameter of the flared portion of the protective sheath met manufacturing criteria. It is possible the stent was inadvertently handled during removal of the protective sheath or positive pressure was inadvertently applied during preparation for use, resulting in the loose stent on the balloon. There was no report of any damage observed to the stent delivery system or stent implant during product inspection prior to preparation, suggesting that a product deficiency did not contribute to the reported loose stent. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.